Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has legal representation due to personal injuries sustained as a result of defective quick set infusion sets starting with the lot number 8. Nothing further was reported.